Event description:
The patient contacted animas on (B)(6) 2012, reporting that the buttons are sticking and not functioning correctly. There was no additional information at the time of this report. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow, down arrow and ok keypad buttons were found to be intermittently unresponsive. The contrast button responded appropriately. There was evidence of contamination found under all key contacts.